Manufacturer narrative:
(B)(4).

Event description:
Patient was found unconscious by paramedics on (B)(6) 2015 around 7:30pm. At the time of intervention, patient had a severe low, blood glucose values were unknown. Additionally patient experienced inaccuracy where the cgm displayed a bg value of 308mg/dl and the fingerstick value read 108mg/dl.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient was found unconscious by her sister on (B)(6) 2015 around 7:30pm. Patient's sister called the paramedics and the patient was brought to the hospital. Patient was treated with glucagon to bring her blood glucose up and was given some food. At the time of intervention, the cgm displayed a bg value of 308mg/dl and the fingerstick value read 108mg/dl. Patient was seen by a neurologist and had an x-ray performed on her wrist as well as a catscan performed of her head. The x-ray and catscan did not display any broken bones nor were there any other abnormalities reported. An MRI was scheduled at a later time for the head injury the patient suffered when passing out. On (B)(6) 2015 dexcom technical support followed up with the patient and it was reported that she had an appointment set for the doctor to interpret the MRI. At the time of contact, patient was in stable condition, but still had some complications from the fall. No additional event information was reported.

Manufacturer narrative:
(B)(4).